Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer declined to perform troubleshooting at the time of the phone call. The customer stated that the insulin pump had alarmed off no power. After changing the battery, the insulin pump resumed normal operation. The customer was advised to call back to perform troubleshooting for the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.